Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. However, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed, where the foreign material had remained. Nor, was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is recommended, that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected. The user facility is furthermore, encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. The suggested event is detectable/preventable, by handling the device in accordance with the following instructions for use (IFU): IFU states, the detection method in gif/cf/pcf-190 series operation manual chapter 3: preparation and inspection. IFU states, the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The additional evalution findings were as follows: the bending angulation was out of specification, the bending section cover glue was separated, the "up/down" angulation lock was worn and the universal cord was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a clogged air/water channel. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the air/water channel was clogged with material that could not be removed from the channel.